Manufacturer narrative:
Result description: scale board.

Event description:
It was reported by service report that the scale display reads error. No adverse consequences have been reported. No injury reported.